Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted on (B)(6) 2017 for hemolysis. No alarms were reported for this event. On (B)(6) 2017 patient received a hmii pump replacement. It was reported that thrombus was visualized on inflow portion of pump. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 0.75 inches from the pump housing. The distal portion of the driveline, the inflow conduit and the outflow graft were not returned. Upon disassembly of the pump, an adhered, tissue-like thrombus formation was found surrounding the inlet bearing ball. The thrombus was denatured and also appeared to have formed in laminated layers, indicating that the thrombus developed on the inlet bearing over an undetermined amount of time while the pump was supporting the patient. Examination of the body of the rotor revealed a tissue-like deposition partially occluding one of the rotor¿s vanes. The deposition appeared to have areas of lamination and denaturation, which suggest that it was present while the pump was supporting the patient. Examination of the proximal side of the outlet stator revealed a tissue-like deposition on one of the stator blades, partially occluding the space between two of the blades. The deposition appeared to have areas of lamination and denaturation, and contact marks were observed on the distal end of the rotor. This suggests that the deposition was present while the pump was supporting the patient. Although a root cause for the development of these depositions and the duration for which they were present within the device could not be conclusively determined, they could have contributed to the reported hemolysis. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed and no abnormalities were found. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.